Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case w/keypad assembly. The device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that power button and ac light on keypad unresponsive, front case w/keypad replaced. Software version as found 9.33.1 as left 9.33.1. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 21jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device wont charge, no ac pwr indicated. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device wont charge, no ac pwr indicated. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device wont charge, no ac pwr indicated. There was no additional information provided and no patient involvement.